Event description:
Event description guidant received information that less than a month after this pacing system was implanted, the device had storred several tachycardic episodes. Additionally, the ventricular lead displayed loss of capture. Threshold measurements had increased slightly. R wave measurements had decreased from the implant measurements as had the impedance measurements. Though they were both still within an acceptable range.